Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube was broken and reservoir could not hold in place. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.